Event description:
Change of heart-lung oxygenator required during surgery due to alleged malfunction of medtronic maxima forte #0002386 oxygenator. During set up oxygenator water test completed with no leaks observed. Circuit primed with crystalloid solution + 2 units of rbc's added. This circulated through the pump for about 30 minutes. During this time perfusionist noticed blood to water leak. Pt not on bypass when this occurred. No injury to pt. Reported due to potential for serious injury or death.